Manufacturer narrative:
The device was received for evaluation. Upon completion of the investigation, a supplemental will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Data analysis: a review of the logs confirmed the reported failure mode. Device analysis: the console (ic6973) was tested. When the test cassette and pump were run under the intended settings and configurations, the reported failure mode - ¿purge system open¿ alarm - could not be reproduced. The ¿purge system open¿ alarm was forcefully reproduced by connecting the test cassette and disc without purge solution. In this condition, the purge pressure dropped below 100 mmhg, which triggered the alarm. Root cause: the root cause of the ¿purge system open¿ alarm could not be determined, as the issue could not be reproduced under the intended settings and configurations. No evidence was found in the logs to confirm the reported product experience code - ¿purge disk not detected.¿ it is likely that the ¿purge system open¿ alarm was reported as ¿purge disk not detected.¿

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during case startup, aic showed "purge system open" alarm. Staff attempted to remove and reinsert the purge cassette. The purge section of the aic screen (bottom center) remained blank and the alarm state remained. The staff swapped out the aic and was able to successfully to complete the case. The staff mentioned that they may have had the purge cassette plugged in prior to aic startup. There was no patient harm reported.